Event description:
The pt rec'd her paddle lead on (B)(6) 2007. It was reported that the pt is experiencing overstimulation when the stimulation is on. The pt will be monitored by an sjm rep.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.